Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were having some pain. Patient stated they raised the stimulation from 1.5 to 2.7. Patient said when they woke up the next morning they had none of the pain but off and on they can handle it for a few minutes every now and then but they can't handle a whole day. Agent suggested patient turn the stimulation down to see if that would help with the pain. The patient was redirected to their healthcare provider (hcp) to further address the issue.